Manufacturer narrative:
H3: the returned device was determined to be consistent with the product listed within the complaint by means of labelling and device features. The entire device was returned with the endoprosthesis constrained and mounted on the delivery system. The deployment line was observed to be broken with approximately 13 cm attached at the knob. The outer zipper was partially deployed, and deployment could not be completed with traction at the hub as the line was inaccessible at the deployment port as a result of the line break. Deployment was resumed with traction at the endoprosthesis, indicating the zipper was functional. H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. Code d15 - engineering evaluation of the returned device was able to confirm the report of deployment difficulty (i.e., broken deployment line); however, the cause of deployment difficulty could not be established as the conditions present during the procedure that may have contributed to the reported complication could not be replicated during evaluation. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. Additionally, the device has been manipulated in the field and is no longer representative of its condition prior to use. Deployment was resumed with traction at the endoprosthesis, and there were no remarkable observations noted with respect to deployment performance.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A2, a3, a4: patient age, gender and weight are not available. H6: the device was on the way to be returned to manufacturer and will be evaluated upon return. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, a patient was to be implanted with a 6mm x 15cm gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) to treat avg stenosis at left brachial. After the delivery system was advanced to the target position, the deployment knob was pulled to deploy the vsx device. When the deployment line was pulled out about 10 cm, a sudden breakage was found. The delivery system was removed. It was found that the vsx device was not expanded. Another vsx device was used to complete the procedure successfully. The patient outcome was stable and there are no adverse consequences.